Event description:
It was reported that the external pulse generator was not working correctly, that the atrial side was not sensing, and that both the atrial and ventricular sides were pacing too early. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken, the ring cover and both bail covers were broken, the lead flex cover was broken, the battery contacts were compressed, and the display was out of electrical specification with missing pixels. (B)(4).